Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17519165 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, during a pediatrics circulatory case, a saber pta (8mm2cm 90) was taken out from the pouch and a non-cordis indeflator was connected to it. The physician attempted to prepare the balloon by removing air from the balloon, some air came into the indeflator and preparation could not be done. It was replaced with another saber pta (8mm2cm 90) and attempted to be prepared same as the previous one. However, the same incident occurred and it was replaced with a new non-cordis balloon catheter. The same indeflator was used and there was no issue confirmed with the new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The products were not clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Event description:
As reported, during a pediatrics circulatory case, a saber pta (8mm2cm 90) was taken out from the pouch and a non-cordis indeflator was connected to it. The physician attempted to prepare the balloon by removing air from the balloon, some air came into the indeflator and preparation could not be done. It was replaced with another saber pta (8mm2cm 90) and attempted to be prepared same as the previous one. However, the same incident occurred and it was replaced with a new non-cordis balloon catheter. The same indeflator was used and there was no issue confirmed with the new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The products were not clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Leakage was noted during negative prep. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components.

Manufacturer narrative:
Complaint conclusion: during a pediatrics circulatory case, an 8x20mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was taken out from the pouch and a non-cordis indeflator was connected to it. The physician attempted to prepare the balloon by removing air from the balloon, some air came into the indeflator and preparation could not be done. It was replaced with another 8x20mm 90cm saber pta catheter and attempted to be prepared same as the previous one. However, the same incident occurred and it was replaced with a new non-cordis balloon catheter. The same indeflator was used and there was no issue confirmed with the new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Leakage was noted during negative prep. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. Two non-sterile saber 8mm2cm 90 were received coiled inside of a clear plastic bag. Products were removed from the plastic bag to do a first visual inspection without any optical magnifying device. Both devices were received with the balloons sheltered by the protective tube. No damages or anomalies were observed on the balloon or on the rest of both devices. Functional test was performed for balloon catheter #1. The inflator/deflator device was attached to the inflation lumen, and balloon inflation test was done applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of 6 atm. Balloon got inflated as expected and no leakage was detected. Balloon inflation pressure remained steady. Pressure was increased until the manometer reached the rated burst pressure of 12 atm. No leakage was detected at this condition and the manometer reading remained steady. Dimensional analysis was not performed since no anomalies were observed during functional analysis. A device history record (DHR) review of lot 17519165 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed during analysis of the returned devices since functional analysis was performed successfully. The exact cause of the balloon leakage during negative pressure experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device issues or procedural/handling factors may have contributed to the issue experienced by the customer since no defects were noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.